Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, the device stopped firing halfway through with two separate reloads. The procedure was continued with a manual handle. There was no injury or adverse event reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1, one endo gia adapter xl and one endo gia tri-staple rr 60mm medium/thick reload opened by the account. No additional visual abnormalities were noted for the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 7 autoclave cycles for the adapter. The eeprom was uploaded and indicated 22 autoclave cycles for the handle. Codes were observed indicating that the firing stopped upon encountering an excessive force. Visual inspection of the cartridge revealed that the reload was partially fired with the interlock engaged. The distal sutures were anchored on fragments of buttress material. The jaws were open. Staple pushers were visible at the 3.5 cm cut line indicating the point where the firing had stopped. The anvil clamping mechanism was deformed. Functionally, the quick connect was depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center and the center rod orientation was checked and was found to be assembled properly. A pmv representative reload and battery were utilized for functional testing of the handle and adapter. A pmv idrive battery pack was loaded into the idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. The pmv representative reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The reload was then cycled without hesitation or binding. The reload was loaded into the subject idrive ultra powered handle 1 and endo gia adapter xl for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. The sutures released properly. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the handle, adapter, and reload device history records indicates the device lot numbers were released meeting all quality specifications. Replication of the reported condition may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.